Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and the reservoir does not stay locked into place. The insulin pump had cracked case at the reservoir tube window corners, broken battery tube threads and minor scratches on the lcd window. The insulin pump was missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4),

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the o-ring broke off and the top of the reservoir compartment is damaged. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.